Event description:
It was reported that the patient experienced pain in the left buttock when stimulation was on. The patient also experienced a full return of symptoms. There was no known accident or incident related to the event. When the patient was feeling stimulation, she felt it in the pelvic area. Impedance measurements taken 1.5v, 270us showed impedances within normal limits except pairs with 0-1, 0-2, and 0-3 measured greater than 2000 ohms. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported that the program settings were set too high on the patient programmer. There were no abnormal impedances as of 3/2/12. The pain in the pelvic area was resolved by decreasing the settings. No patient injury was reported.

Manufacturer narrative:
Lead model 3093-28, lot# v646684, implanted (B)(6) 2011, explanted unk; programmer model 3037, serial# (B)(4).